Event description:
Open nephrectomy- "used instrument on an open nephrectomy. When the instrument was activated the tip of the instrument would pull away from the vessel that was being be clipped. The recoil of the device when activated was unsafe. It was very jerky and not at all smooth."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noticed two small dings on the shaft. The device was actuated; engineering experienced excessive experience during trigger actuation. Upon unit disassembly engineering found one of the internal tabs was bent. The root cause of the excessive resistance was due to the bent internal tab. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, applied medical has recently implemented design enhancements intended to further minimize the potential for this type of incident to occur. This lot was built prior to the implementation of these enhancements. This document represents our final report.